Event description:
Event description guidant received information that during a routine follow-up clinic visit, it was noted that this right ventricular endocardial lead has measured shock impedances of over 125 ohms for 10 months. No shock therapy has occurred or was required during this period of time. All other lead measurements are within normal range and are stable.